Event description:
The customer reported that the drill turned on by itself during use in an oral surgery procedure. This occurred while the drill was inside the patient's mouth. It was reported that the console during use read "magnetic field" and that a magnetic drape was in use at the time. It was reported that there was no injury to the patient.

Manufacturer narrative:
Investigation results: the universal cable was not returned to the manufacturer for investigation. The customer reported that during trouble shooting of the equipment, the cord was used with other consoles and handpieces without problems. The customer attributes this event to a console problem or use of the magnetic drape. The customer is no longer using a magnetic drape.